Event description:
It was reported, the patient started experiencing pain at her scs ipg pocket site after having her post-op staples removed. Subsequently, the patient went to the emergency room and was hospitalized for an infection at the scs ip pocket site. The scs system was explanted and the patient was treated with antibiotics. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.